Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: response from sales rep.: when in firing sequence did device stop? How far did it cut and staple? Not much. How was the device eventually removed form tissue? Yes. Why did the surgeon need to convert to open? Yes. Was the convert to open due to the difficulties experienced with device? Yes. Does the surgeon believe that the reoperation was associated to the difficulties experienced with device? Maybe. What was found during the reoperation and how was it addressed? They find a lot of bleeding in the major vessels. But the stapler line is ok. What is the current patient status? I don't know now but until (B)(6) he still in the uci waiting for his translation to another room with less cares.

Event description:
It was reported that the echelon stops working, apparently the battery has run out. They must open and reverse the blade manually. The echelon cut but not staple. They changed the echelon to continue the surgery, but they had to convert to open surgery due to bleeding. They had to reoperate for bleeding somewhere else (near the spleen) on sunday at 1:00 pm.